Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2004 - the patient was implanted with a composix kugel hernia patch and a bard kugel hernia patch to repair a ventral hernia. (B)(6) 2012 - the patient was diagnosed with a large subcutaneous abdominal wall abscess and underwent removal of the bard composix kugel hernia patch and the bard kugel hernia patch. The attorney's report alleges defective mesh, disability, explant, pain and suffering.

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure and medical records have not been provided. Without a lot number a review of the manufacturing records could not be conducted. Additionally, no product was returned for evaluation. With the currently available information, no conclusion can be drawn. If additional event and/or evaluation information is obtained a follow up MDR will be submitted. The composix kugel hernia patch that was explanted along with the bard kugel patch was reported to the FDA via summary reportable (B)(4).